Event description:
The patient received his scs system on (B)(6) 2007, it was reported that his ipg eroded through the skin. There was no indication of infection. The patient's ipg and lead were explanted on (B)(6) 2010, but he will not receive a replacement system. Follow-up on the patient found no additional issues reported. The explanted devices will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.